Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.